Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 40 mg/dl and the pump alarmed lost sensor. Troubleshooting advised customer on the reasons why the signal could be weak for the transmitter and advised to be within 6 feet. Customer declined low blood glucose troubleshooting. No further details given.